Manufacturer narrative:
Device was initially received for the complaint that the lec 46442 displayed a red screen. During investigation found the dso seal was detached. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that battery door broken, lens scratched and dso seal detached and were replaced. The complaint was confirmed, and the error code in the mu was cleared. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the lec 46442 displayed a red screen. During investigation found the dso seal was detached. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.